Manufacturer narrative:
The user experienced severe hypoglycemia resulting in hospitalization while receiving automated insulin delivery with the ilet. This situation can result in prolonged hypoglycemia requiring medical intervention and is consistent with the reported administration of oral carbohydrates, nasal glucagon, and overnight hospital admission for monitoring. Review of the reported information indicates the event followed a supply change in which a new cartridge was inserted without completing the rewind process while the tubing remained connected to the body, resulting in unintended insulin delivery. The ilet generated alerts; however, the user was unable to hear alarms due to not wearing hearing aids. No device malfunction was identified based on the available information. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On 23-dec-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 46 mg/dl. The user was hospitalized, treated for low blood glucose including oral carbohydrates and glucagon, and discharged (B)(6) 2025. No long-term health effects were reported.